Event description:
It was initially reported to philips that the device has "limited use." It was later discovered that the ECG connector assembly requires replacement. It was reported that the failure was observed while in use on a patient. No adverse patient impact was reported.